Event description:
Customer reported a malfunction code concerning his son's device. There was no adverse impact to the customer's blood glucose level. Technical support indicated a need to confirm relevant details with the son to proceed with addressing the issue, and the case remained open awaiting further communication. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.